Event description:
An orbis sigma valve was implanted in 1988, intermittent disfunctionning led to suspect a valve obstruction in open position: hyperdrainage was observed. The valve was explanted on july 17, 1997, and replaced uneventfully by an other orbis sigma valve. The pt's condition was reported as satisfactory.